Event description:
Pain in knee/pain got worse [arthralgia]. Swelling in knee [joint swelling]. Cannot get out of bed [mobility decreased]. Some improvement for about two weeks [therapeutic response decreased]. Case description: spontaneous report was received on (B)(6) 2013, from a consumer (pt's daughter) regarding a (B)(6) female pt, (B)(6), with moderate osteoarthritis. The pt's medical history was significant for accident and the pt "has metal in there" in the right knee. The pt was given an antibiotic, before the synvisc one treatment to rule out infection of knee. The pt used walker for ambulation due to knee issues. The pt used tylenol (paracetamol), motrin (ibuprofen), "creams" and massage for knee pain which helped. In (B)(6) 2012, the pt initiated synvisc one injection (hylan g-f 20) at a dose of 6 ml, once in right knee. On an unspecified date, the pt started experiencing pain in the knee at "9" on 1-10 pain scale. The pt also had swelling in the knee and could not get out of bed due to the pain. It was reported that the pt "did see some improvement for about two weeks". The pt went to clinic in (B)(6) 2012 and received one cortisone injection in the knee. The pt's pain got worse. The pt took tylenol (paracetamol), motrin (ibuprofen), "creams" and massage for knee pain, but it was not relieved. The pt also took hydrocodone and that did not help. It was reported that the pt was concerned that the synvisc one injection might have been expired. The events of pain in knee/pain got worse, and cannot get out of bed, had not yet recovered. The outcome for the events of swelling in knee was not provided. Concomitant medications were not provided. The intensity for the events of pain in knee/pain got worse, swelling in knee and cannot get out of bed was not provided by the reporter.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.